Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in type ii bone in ada site 4, the implant had not yet achieved primary stability or osseointegration. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that it was used the procedure of immediate load.

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in type ii bone in ada site 4, the implant had not yet achieved primary stability or osseointegration. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.